Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple inappropriate shocks resulting in therapy exhaustion in the ventricular tachycardia (vt) zone. The rhythm, which appeared to be supraventricular tachycardia (svt), remained in the vt zone for approximately 47 minutes after therapy was exhausted. Boston scientific technical services (ts) discussed optimizing programming if the rate could not be controlled otherwise. No adverse patient effects were reported.